Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Review of the system log file showed that there was an error in smart data host pc os disk 1. Upon troubleshooting fse found that the system software failed to start and the os hard disk was defective. To resolve this issue, fse replaced hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.